Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 242, 264 and 273 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected pre-dinner blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 212 mg/dl using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/30/2023 and open vial date is 08/11/2022. The meter memory was reviewed for previous test result history (just started to use the meter yesterday): result 1: 273 mg/dl date: (B)(6) 2022 time: 5:16pm fasting before dinner, result 2: 264 mg/dl date: (B)(6) 2022 time: 5:13pm fasting before dinner, result 3: 242 mg/dl date: (B)(6) 2022 time: 4:50pm fasting before dinner, result 4: 122 mg/dl date: (B)(6) 2022 time: 8:41am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 29-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.